Manufacturer narrative:
(B)(4). The complaint device being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A manual drop test was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of an intermittent audio output. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output and a hypoglycemic event on (B)(6) 2015. The patient reported she reached low blood glucose levels and was unconscious. The housekeeper gave patient juice and sugar cubes. Patient believes her husband possibly gave her glucagon shot but was not able to remember. The patient is unsure whether the alert was not audible or if she did not hear the alarm. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional. At the time contact with dexcom technical support, patient was ok and no further medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The data log was provided by the patient. The data was reviewed on 07/27/2015; however, did not include the date of issue. Therefore, the reported event of intermittent audio output could not be confirmed through the data log. The device has been received for evaluation. Investigation is not yet complete. A follow-up report will be submitted upon completion. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.